Manufacturer narrative:
Additional information: device available for evaluation. Device evaluation: device evaluated by manufacturer. Updated the coil was received for evaluation, and as received, the initial clinical observation of detachment could not be confirmed. The implant coil was found to be stretched with the polypropylene filament intact. No defects were found on the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. Follow up conducted based on the received device condition and new information received confirmed that the coil was not detached during the procedure as originally reported. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received that there was no premature coil detachment during the procedure. The coil was found stretched during the procedure.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device, a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of a small narrow neck irregular left posterior artery aneurysm, this coil prematurely detached. It was reported that it was difficulties during placement of the coil into the aneurysm. The physician decided to withdraws the coil and found the coil was detached. The coil was removed and the physician used same size of new coil to complete the procedure successfully. Prior to this coil three coils were implanted without any issue. No patient injury was reported.